Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted in the right ventricle (rv) but not used. The lead was positioned and high thresholds were observed. The lead helix was extended and retracted multiple times due to disengagement after positioned. The lead was removed from body and the lead helix was exercised on the operating table. The lead helix could not be extended after 20 or more rotations. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.